Manufacturer narrative:
(B)(4). A followup MDR will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated one patient sample generated an elevated wbc result of 55.0 k/ul with no flags on the cell-dyn 1800 analyzer, but repeated with the wbc in the normal range. No patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer stated that no troubleshooting had been performed prior to the call. The customer technical advocate instructed the customer to perform wbc aperture plate cleaning and supplemental aperture plate cleaning. The customer stated that after performing the suggested troubleshooting, the issue had been resolved. No further assistance was required; the instrument was performing within specifications. The cell-dyn sapphire system operator's manual provides adequate instructions in regards to troubleshooting data-related issues, aperture plates cleaning and supplemental aperture plates cleaning. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 1800 instrument.